Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and. The customer¿s blood glucose level was 40 mg/dl at the time of hospitalization. Customer had been using insulin pump system within 48 hours of reported low blood glucose event and auto mode was active. The customer treated low blood glucose with glucose tablet. Customer believe insulin pump was over delivering because blood glucose was 154 mg/dl but insulin pump recommended a bolus. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.